Manufacturer narrative:
(B)(4). Date sent: 8/4/2021. Investigation summary: the device was returned with no apparent damage. The device was tested on generator and it was found that the max hand control switch assembly button was not functional. However, it worked properly with foot switch assembly. It is possible that due to the moisture found under the max dome, this could have cause the continuous activation. However this was not seen during the analysis. The device was disassembled to inspect internal components. During analysis, moisture was discovered in the instrument. Since we are unable to determine how this condition impacted the performance of the device, we cannot determine root cause of the issue associated with this inquiry. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion and/or moisture to the device; the moisture may be evidence of reuse or reprocessing. Please notify us of any processes or conditions that could have contributed to the moisture discovered in the instrument. It is possible that moisture under the dome could have resulted in an error screen of ¿reactivate two switch activations detected¿. This was not seen during analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during an open hepatectomy, ¿restart generator¿ was displayed frequently when the device was not activated. The handpiece was reassembled, and pre-run test was performed, and the device became to function, but same error occurred. Also, the device activated twice when the device was on the mayo-table, although the device has not been touched. The device was activated with the clips touched. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.